Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient experienced severe pain an discomfort. The patient had a previous mesh implanted on (B)(6) 2017 which is captured in separate file. No additional information was provided.